Manufacturer narrative:
Lot 20241110 was provided by the customer but it is not a valid lot. Despite due diligence no updated information was provided. Therefore, this complaint was documented as unknown lot information. D4: medical device lot#: unknown. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported when using the bd vacutainer® sst¿ ii advance there was poor gel barrier separation and floating clots in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Evaluation of the photos indicated poor gel barrier separation and poor plasma. A total of 100 retained samples from each lot number provided were visually inspected, and no gel or additive defects were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4276809 and 5069040, for the indicated failure mode: sample quality. Complaints for sample quality are under statistical control for the month of august 2025. If complaints for sample quality reach an action level, additional testing may be required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 4 of 4: it was reported when using the bd vacutainer® sst¿ ii advance there was poor gel barrier separation and floating clots in an unspecified number of devices. No adverse impact was reported regarding the patient or user.